Manufacturer narrative:
The investigation reviewed the system alarm trace and found frequent sample pipetting alarms. The sample foam detection camera pictures were investigated. The investigation found there was a film on the patient's sample. Based on the provided information, the investigation determined the event was consistent with a preanalytical sample handling issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys vitamin b12 ii and elecsys tsh results for one patient tested on a cobas 8000 e 801 module. The patient's initial results were reported outside the laboratory. The customer performed repeat testing with the patient's sample on the same analyzer. On (B)(6) 2021, the patient's initial results were vitamin b12 73.8 pmol/l with a data flag and tsh 0.0309 uiu/ml. On (B)(6) 2021, the patient's repeat results were vitamin b12 219 pmol/l and tsh 3.78 uiu/ml. The customer determined the repeat results were correct and a corrected report was provided. The vitamin b12 reagent lot number was 53846300 with an expiration date requested but not provided. The tsh reagent lot number was 56833900 with an expiration date of 31-dec-2022.